Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent out of range impedances measurements on the right atrial (ra) lead measuring greater than 3000 ohms. A signal artifact monitor (sam) episode was stored due to respiratory rate trend (rrt) oversensing and out of range impedances on the ra lead. Additionally, an inappropriate atrial tachy response (atr) episode was stored due to oversensing noise on the ra lead. Technical services (ts) recommended an in-office test to differentiate between a lead issue and a spring contact issue. No adverse patient effects were reported. This ra lead remains in service.